Manufacturer narrative:
The user facility reported experiencing an aborted cycle due to water heat and fill alarms on their system 1e processor. A steris service technician inspected the user facility's processor and found that prefilter a was clogged. During a follow-up visit, the service technician identified that the maxpure filter was clogged, also requiring replacement. The cause of the clogged filters was due to the user facility's incoming municipal water source. The user facility reported that their municipality had recently changed their water source from one water tower to another; this change caused a surge of sediment into the user facility's incoming water source which clogged the filters. The service technician replaced prefilter a, the maxpure filter, flushed the uv light assembly, tested and returned the unit to service. No further issues have been reported with the system 1e unit.

Event description:
The user facility reported that patient procedures were delayed as a result of their system 1e processor not operating properly; the procedures were successfully completed the same day.